Manufacturer narrative:
Image review: submitted pictures appear to show domino connectors in vivo. (B)(6). (B)(4). The device has not been returned. It is rather difficult to draw any conclusions.

Event description:
It was reported that on, the patient underwent revision of c2-l1, extending down to l2. C2 screws were loose same with t12. When removing rods, surgeon noticed that dominos had come loose. The surgeon claimed that this was what caused the revision however he did say if he didn't use the depuys connector in conjunction with vertex, the rod could have been an issue. He kept one domino in and three came out. Surgeon was not confident that the set screws on the domino connector work well. They were not strong enough.the products came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Corrected date.